Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A carotid wallstent self-expanding 8.0 to 29 mm, along with a filterwire, was chosen for the procedure. The stent was advanced along the filterwire to the target location and successfully deployed at the stenotic site. When attempting to remove the delivery catheter, resistance was encountered. Further evaluation was conducted to address this unexpected finding. The filterwire was secured with a non-boston scientific forceps, and the delivery catheter was removed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery.a carotid wallstent self-expanding 8.0 to 29 mm, along with a filterwire, was chosen for the procedure. The stent was advanced along the filterwire to the target location and successfully deployed at the stenotic site. When attempting to remove the delivery catheter, resistance was encountered. Further evaluation was conducted to address this unexpected finding. The filterwire was secured with a non-boston scientific forceps, and the delivery catheter was removed. There were no patient complications as a result of this event. It was further reported that the 190cm filterwire was retrieved using a retrieval sheath. The wire and delivery system were able to be removed separately from the patient.

Manufacturer narrative:
H6: evaluation method codes updated. (B)(6).

Manufacturer narrative:
D4: lot number updated. D4: expiration date updated. H4: device manufacture date updated. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery. A carotid wallstent self-expanding 8.0 to 29 mm, along with a filterwire, was chosen for the procedure. The stent was advanced along the filterwire to the target location and successfully deployed at the stenotic site. When attempting to remove the delivery catheter, resistance was encountered. Further evaluation was conducted to address this unexpected finding. The filterwire was secured with a non-boston scientific forceps, and the delivery catheter was removed. There were no patient complications as a result of this event. It was further reported that the 190cm filterwire was retrieved using a retrieval sheath. The wire and delivery system were able to be removed separately from the patient.